Event description:
It was reported that this right ventricular (rv) lead had high impedance. The system was going to be replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system, thus this rv lead was attempted to be removed. The full lead was not able to be removed and was subsequently partially abandoned surgically. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.